Manufacturer narrative:
Concomitant medical device : fr995-27 tissue valve implanted; 700ff31 heart ring implanted (B)(6) 2017; 4968-35 lead implanted (B)(6) 2017.

Event description:
It was reported that there was high impedance on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.